Manufacturer narrative:
(B)(4). Results: endoleak. Cause of event is unknown. Conclusion: endoleak. Cause of event is unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the index procedure there was a type I proximal endoleak observed. There was no reported intervention or action taken. No clinical sequelae were reported and the patient is fine.